Event description:
End user reports ongoing skin irritation for the past two years. The irritation initially started at the stoma but has gradually extended out several inches over time. She also reports pinpoint bleeding at the affected area. On (B)(6) 2015; the area was cultured by a physician, results were positive for bacterial growth. The physician prescribed elidel (pimecrolimus), aquacel ag and then duoderm thin dressing for the irritated area. She states the irritation has not subsided. End user has tried multiple treatments in the past, including crusting with arglass powder.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.